Manufacturer narrative:
H6: device codes: updated device code from 'entrapment of device' to 'difficult to advance'. A2: age at time of event: patient age was between 60 and 75 years.

Event description:
It was reported that the procedure was not completed. A 1.25mm rotapro and a rotawire were selected for use. During verification test, it was noted that the rotawire was stuck on the rotapro device. Since there was only one unit in stock, the procedure was impossible to perform, and the procedure was canceled. There were no patient complications reported. It was further reported that a local anesthesia was used in the patient when the issue was noted.

Manufacturer narrative:
A2: age at time of event: patient age was between 60 and 75 years.

Event description:
It was reported that the procedure was not completed. A 1.25mm rotapro and a rotawire were selected for use. During verification test, it was noted that the rotawire was stuck on the rotapro device. Since there was only one unit in stock, the procedure was impossible to perform, and the procedure was canceled. There were no patient complications reported.